Event description:
Additionally, the authors reported another patient experienced a wound issue (unspecified) that required surgical intervention (unspecified). There was no infection.

Event description:
Literature: fontaine d, christophe sol j, raoul s, et al. Treatment of refractory chronic cluster headache by chronic occipital nerve stimulation. Cephalalgia : an international journal of headache. 2011;31(10):1101-1105. Doi: 10.1177/0333102411412086. Summary: the authors report on fourteen patients enrolled and operated on between (B)(6) 2008 and (B)(6) 2010. Thirteen patients were followed for a mean duration of (B)(6) (one patient was lost to follow-up). Ten out of 13 patients experienced a significant improvement within a few days after surgery. In two patients, the improvement was delayed (by 1 and 5 months, respectively) and maintained over time. One patient never improved and was explanted 6 months after surgery but was followed regularly and has been considered in the results in "intention to treat" analysis. Reportable event: the authors report on a hardware infection that occurred 6 months after surgery in one patient who had experienced no initial benefit from the procedure. The hardware was removed and not replaced.

Manufacturer narrative:
Additional clarification has been requested and a follow-up report will be sent if additional information is received.